Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, there was no image present. The procedure was completed using a manual direct view laryngoscope blade, the time to prepare the second device was not reported. No harm to the patient or user was reported.

Manufacturer narrative:
The glidescope spectrum smart cable was replaced for the customer and the affect smart cable was returned to verathon for evaluation. A technical service representative evaluated the returned smart cable and was able to duplicate the reported loss of image. When the smart cable was manipulate near the hdmi connector the image would be covered by static, with more manipulation the image was completely lost. Since the customer received a replacement and there are no repairs available the returned smart cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.